Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that information was received during a general conversation with a physician who mentioned that he had been "seeing more oozing than usual with proglide devices and the suture has broke once some of the patients had left the catheter lab area." Reportedly, the patients are reported to be doing fine. The physician believes that a "suture has broken after hemostasis was achieved once the patient leaves the catheter lab area". No treatment was performed for the reported suture breaks or the oozing that was observed by the physician. There were no reported adverse patient sequelae. No clinically significant delay in the procedures were reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was corrected. No treatment was reported for the suture breaks or the oozing that was observed by the physician.

Manufacturer narrative:
(B)(4). Correction - statement was changed from no treatment was performed to no treatment was reported. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.